Manufacturer narrative:
No product has been returned and a valid serial number has not been provided fro the libre sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A mother reported that her daughter's adc freestyle libre sensor was not scanning, preventing her from obtaining glucose results. About "10 days ago" the customer began experiencing symptoms described as malaise, dizziness, hard belly, and nausea. The customer presented to a hospital, where insulin and serum were administered intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported that her daughter's adc freestyle libre sensor was not scanning, preventing her from obtaining glucose results. About "10 days ago" the customer began experiencing symptoms described as malaise, dizziness, hard belly, and nausea. The customer presented to a hospital, where insulin and serum were administered intravenously for treatment. There was no report of death or permanent impairment associated with this event.